Manufacturer narrative:
(B)(4). Patient information (ID) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The tracheostomy tube's cuff spontaneously ruptured inside the patient causing them to perform an emergency tracheostomy change in the patient's home. The caller also stated that there was a pin hole in the cuff causing it to deflate. The cuff was pre-tested before use, and inflated to 20 cc's. There were 7 consecutive xlt tubes that this occurred with, and the patient had to be recannulated for each. The exact date of each failure is unknown, but the first one occurred (B)(6) 2016. Reference our reports: 2936999-2016-00884, 2936999-2016-00886, 2936999-2016-00885, 2936999-2016-00887, 2936999-2016-00888, 2936999-2016-00889.